Event description:
Pt presents with elective colonoscopy. Cleansing enema given prior to procedure. Internal linear abrasions noted in rectum. Pt complained of post enema rectal pain. Physician postoperative finding "enema tip trauma".